Event description:
The clinician reported that almost 1.5 years after the dental implant was placed in ada site 4 in the patient's mouth, the implant lost osseointegration in type I bone. The clinician torqued the implant to 50 ncm. The clinician reported the patient's infection and pain. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.